Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported the patient was not feeling well and that the device was at elective relacement indicator (eri) with possible premature battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event.